Event description:
It was reported the customer was hospitalized for diabetes ketoacidosis. Troubleshooting was not performed at time of call and no further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.